Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory notifier. The device was interrogated and noted to be in backup vvi mode. A firmware download was successfully performed. The patient was stable and will be followed normally.